Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles at the end of o cannula. The customer¿s blood glucose was unknown. It also stated that the reservoir was leaking around the needle and in transfer guard. The customer was not able to troubleshoot as it was past event. The customer was advised that leaks can cause air bubbles. The reservoir will not be returned for analysis.